Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. Diffuse lamellar keratitis is a known complication of refractive laser surgery. It is a reaction on the surgical trauma and may be caused or intensified by contaminated instruments. The root cause could not be determined conclusively. Additional information has been requested. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with trace diffuse lamellar keratitis (dlk) in the left eye one day post lasik. Topical steroid dosage was increased. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.